Manufacturer narrative:
The field service engineer (fse) cleaned the sample and reagent probes, cleaned the rinse station and replaced a seal. During review of the reaction monitor, an abnormal reaction was observed for the initial result; no issues were observed for the repeat result. Calibration and qc were acceptable. The specific cause of the event could not be determined, however, the service actions appear to have resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result was 3.46 mg/dl. This result was reported outside of the laboratory. The repeat result was 0.80 mg/dl. The crep2 reagent lot number was 54103201 with an expiration date of 31-dec-2021.